Event description:
It was reported that during a shoulder arthroscopy, the console was displaying short circuit and it overheated. The procedure was finished using the same console with another handpiece with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating and short circuit could not be confirmed. Product failed for blade stall error in port a only but did not overheat or short out during functional testing. Cause of blade stall error was a defective component on the main pcb. Product passed functional testing with a known good main pcb installed. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. No containment or corrective actions are recommended at this time.